Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified anterior tibial artery. It was noted that the procedure took place on (B)(6) 2022, and a hi-torque command 18 guide wire was used; however, no issues were noted at that time nor known that an issue had occurred. There was no adverse patient effects reported and no clinically significant delay reported. However, the patient went for a follow up on (B)(6) 2023, a the tip of the command guide wire was noted to be stuck in the tibial artery confirmed via x-ray. No treatment will be provided. No additional information was provided.

Manufacturer narrative:
The incident information was reviewed ; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query for this product was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported tip separation. Additionally, the separated portion of the tip remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.